Manufacturer narrative:
Auxiliary power cord. Lift motor coupler.

Event description:
It was reported by service report that the foot-end was stuck in a mid-height and auxiliary power cord sheathing was damaged. No pt involvement or adverse consequences are reported.